Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that neither fluoroscopy nor imaging was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The investigation showed that the small and large focus of the x-ray tube were defective. According to the logfile the system recognized a problem with the small focus five days before the event and a warning was displayed to the operator accordingly. Five days later, on the day of the event, the system switched over from the small focus to the large focus as intended for such cases. This mitigating mode is intended to complete the examination with a slightly lower image quality so that the operator can later call the service department to replace the tube, which is a wearing part. This is no systematic fault, but a normal case of wear and tear. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.